Event description:
Eleven months after pci with two cypher stents in the proximal to mid left anterior descending arteries, the patient developed a cerebral infraction. Sixteen days later he developed an acute myocardial infarction. Cag showed thrombus which was treated. Seven days later the patient developed exacerbation of heart failure and severe pneumonia. He expired that day. Pci was performed on this patient who presented for elective treatment of two lesions. Treated first was a de novo lesion in the proximal to mid left anterior descending artery of 30mm in length in a 3.0mm diameter. The (type c) concentric lesion was calcified and bifurcated. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included heparin 7,000 units, aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Pre-dilatation was conducted with a 2.5x30mm balloon at 15 atm before deploying two overlapping stents.